Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0908: unable to get a registration accuracy metric below 7. A23: troubles registering a patient d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.0.1 h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having troubles registering a patient. When they went to register the patient, the registration model appeared as a skeleton and they were unable to get a registration accuracy metric below 7. There was troubleshooting present. It was reported that technical services (ts) had the site threshold the registration model until they were content with the model. The site was then able to trace the patient until they had gotten registration accuracy metric of ~1.5 and the whole head was contained within a yellow 2 millimeter (mm) circle. Ts tried to help site add more trace segments/touch points, but the site was claiming they were unable to add more touch segments. Ts advised to navigate to known anatomical landmarks and the site felt they could continue with the surgery. Additional information was received. There was a surgical delay of less than thirty minutes and there was no known impact to patient outcome.